Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information received notes the patient was asymptomatic, programming changes were made, the patient was in good condition.